Manufacturer narrative:
Initial reporter city: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse during patient infusion. The device had been filled with 5-fluorouracil and 100 ml of 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 10, 2020 - april 13, 2020. H10: the device was received containing approximately 80 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the white flow restrictor. A magnified visual inspection was performed on the flow restrictor, and it was noted that the cause of the flow problem was due to air bubbles which blocked the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to improper filling technique during product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.